Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed a damaged downstream occlusion (dso) seal. Event history log review revealed error code 41628 occurred. Functional testing was performed; the root cause was determined to be the motor had more than 12 million revolutions (19.5 million). The motor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was returned for repair for unspecified reason. There was unknown patient involvement and unknown patient harm.